Event description:
Unit on a patient in prvc. At 10 pm unit operated as expected during snapshot recording of readings. At about 11 pm they saw intermittient low and high exp vol alarms and hi airway pressure. Observation of patient showed air hunger or stacking of breaths. Recognized that patient was inhaling three times per exhalation. First noticed during inefficiency return vols were varying but acceptable. Cmv 8 tidal 650, peep 10, upl of 50 hi and low vol alarms set at 5 and 25. Intermittently bagged the patient a couple of times during this period. Careview system snapshot read insp vol 364, peep normal, exp tidal was 18 cc. Min vol was 1.6. Peak aw pressure was 20. Normal snapshot peak airway pressure were in low to mid 30's. The patient was bagged again and this is when the vent showed smoke. The unit was turned off and the patient placed on another 300 unit. The patient returned to efficient ventilation on new vent. No patient injury. 7 hours later blood gases returned to normal for this patient.